Manufacturer narrative:
The patient called regarding her upcoming end of service date and reported experiencing skin irritation while using the mcot device with universal patch configuration. The patient reported general redness, itching, and blisters/welts. The patient sought medical treatment and has been communicating with her doctor regarding the skin irritation. The patient was treated with prescription medication (topical steroid). The patient did not discontinue service or take a break in service due to the skin irritation. The patient followed the recommended skin preparation steps. The patient has a known history of allergy to adhesive. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a known history of allergy to adhesive. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient called regarding her upcoming end of service date and reported experiencing skin irritation while using the mcot device with universal patch configuration. The patient reported general redness, itching, and blisters/welts. The patient sought medical treatment and has been communicating with her doctor regarding the skin irritation. The patient was treated with prescription medication (topical steroid). The patient did not discontinue service or take a break in service due to the skin irritation. The patient followed the recommended skin preparation steps. The patient has a known history of allergy to adhesive.